Event description:
Pt reported receiving a blood glucose result of 515 mg/dl, while using the suspect device. Pt phoned their physician, and was advised to take an additional dose of an oral diabetic medication. Pt became concerned and sough treatment at their physician's office. Upon their arrival, pt's blood glucose measured 44 mg/dl (using physician's blood glucose monitor). Pt was subsequently admitted to the hosp. Pt once at the hospital, was treated with food, and underwent blood and urine testing (results not provided). Controls had not been run on the system, and the device was incorrectly coded at the time of the event. A request was made for the return of the suspect product and replacement product was shipped.